Event description:
Patient was being transported from the ICU to CT imaging accompanied by rn and rt. Upon arrival to CT, rt noticed the percutaneous tracheostomy tube was broken. This required a new tracheostomy tube be placed prior to CT. The tracheostomy tube (size 8) was boxed and inside of a cook medical ciaglia blue rhino percutaneous tracheostomy introducer tray and had been placed less than 24 hours prior. The tracheostomy hub broke away from the flanges (both sides).